Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 60 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer could not treat the issue because she had a surgical procedure and had to be fasting. They kept the insulin pump on suspend and it dropped a little bit more to 54 mg/dl by the time she went to the hospital was 89 mg/dl and rose to 400 mg/dl due to the steroid injections. The customer did not mention the time and date of the hospitalization and did not troubleshoot the issue. The customer did not return the product back for analysis.